Manufacturer narrative:
Product analysis: the stent was returned off of the balloon. The stent was severely stretched and deformed. The balloon folds were closed. Crimp impressions were visible on the balloon. There was no other damage evident on the returned device. (B)(4).

Event description:
The physician intended to use an endeavor resolute stent. The device was inspected prior to use with no issues noted. There were no difficulties noted when removing the protective sheath. The target lesion in the lcx had severe tortuosity, minor calcification and 90% stenosis. The lesion was pre-dilated twice with a balloon pressure of 16 atm for 20 seconds. 60% stenosis remained after pre-dilatation. No resistance was noted while advancing the device to the lesion. It was reported that the stent dislodged from the device after failing to pass the lesion. The stent was removed from the patient by balloon. The physician didn't implant a new stent to treat the lesion. The physician determined that the reason for the event was the patient's morphology / vascular tortuosity. No further patient complications were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
(B)(4).